Event description:
It was reported that during a da vinci-assisted urethroplasty surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) regarding error c-34 occurring when the monopolar instrument was activated. Tse guided the customer to perform a power cycle on the erbe generator. According to the customer, a power cycle had been attempted, and the instrument cable was replaced but the reported complaint remained. The customer will continue the surgical procedure using a backup generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the unit shows to have a broken bezel on both left and right top corners. The iesu was tested using the system, and the unit displayed an error c-34 on start. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.